Event description:
Event description boston scientific, crm received information that this right ventricular (rv) pacing lead was oversensing noise, which resulting in pacing inhibition. The patient was pacer dependent and symptomatic. The lead had a fast drop in lead impedance measurements and was found to have an insulation break. As a result, the lead was capped and abandoned surgically and a new rv lead was implanted without further complication.